Event description:
It was reported that the patient faced the infusion set/cannula falling off due to cream, sweat, and water at the beach on (B)(6) 2026. The patient developed high blood glucose and was treated with an infusion set change and an insulin injection.

Manufacturer narrative:
E1: (B)(6) based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.